Event description:
It was reported that during the implant attempt the physician was unable to obtain threshold measurements. Both bipolar and unipolar were tried with the same result. The physician decided to use an active fixation lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.